Event description:
The customer received a questionable free thyroxine (ft4) result on their elecsys 2010 disk analyzer. The customer initially called with ft4 calibration trouble. All testing was performed on the same analyzer. The patient's initial ft4 result was reported as 2.5 ng/dl. Quality controls performed after the initial ft4 result was reported failed. After calibrating the analyzer, the repeat result was reported as 1.15 ng/dl. The customer was processing a corrected report. The customer considered the repeat result to be correct. There were no adverse events. The ft4 reagent lot number was 16649803 and the expiration date was 01/31/2013. A service visit was not dispatched because the problem was solved by calibration.